Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported noticing pits on the edge of the intraocular lens with power during an intraocular lens (iol) implant procedure. He believes it is caused by the cartridge splitting.

Manufacturer narrative:
Product evaluation: two cartridges were returned for two files. There is no way to determine which product belongs to which file. Evaluation will be placed in both. Both cartridges exhibit a lack of viscoelastic. Both have evidence of being placed into a handpiece. One tip is split and one tip is split with an aneurysm. The lot number was provided. The indicated lens model/diopters and the handpieces indicated are qualified for use. Intraocular lens (iol). Product history records could not be reviewed for cartridge or the related iols because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The reported cartridge tip damage was observed. The root cause for this damage and the reported lens damage appears to be related to a failure to follow the directions for use (dfu). Inadequate viscoelastic was observed in both of the returned cartridges. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. The damage observed and optic edge damage, typically occurs if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. In addition, if the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the complaint history and product history records could not be reviewed for the cartridge or the related iols because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The lens model/diopters indicated are qualified for use with the cartridge with the indicated handpieces. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that there was no patient injury and the surgery was completed. The lens remain implanted.